Event description:
During the re-implantation of the device, there was a problem with the grommet and setscrew. After several attempts the physician elected to replace the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated the set screw was found in the connector bore. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead revision was performed due to lead dislodgement. During the procedure, there was a problem with the grommet and setscrew during re-implantation of the device. After several attempts the physician elected to replace the implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.